Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was observed on the device. The device would not display all of the episode information. Patient will be monitored closely. No further information.